Event description:
The device involved in this MDR report was explanted and returned because to pace and high lead impedance were observed during follow up.

Event description:
The device involved in this MDR report was explanted and returned because failure to pace and high lead impedance were observed during follow up.